Event description:
Bi-v pacemaker alert for atrial bipolar lead impedance warning of 95 ohms on (B)(6) 2021. Atrial oversensing noted on egm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).